Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that there was a note on the v60 ventilator said the screen went blank and ventilator inoperative. Customer reported that the device was in clinical use at the time of the reported issue was discovered; however, there was no patient harm.

Event description:
Biomedical engineering reported there was no patient harm; no other patient information was provided.